Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred after adhesion problem. The wearable was inserted into the arm on (B)(6)2025. The event date is an approximation. Around (B)(6)2025, approximately four days after sensor application to the arm, the patient¿s sensor reportedly fell off, resulting in an inability to monitor glucose levels. It was not discussed whether the patient was performing manual blood glucose checks during this period or whether any device alerts were received. At an unspecified time following the sensor detachment, the patient experienced hypoglycemia and was taken to the hospital. The reporter disconnected during transfer to the technical support lead, and subsequent follow-up attempts were unsuccessful. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.